Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred (alarm 30 ). Customer¿s blood glucose level was 341 mg/dl. Further information regarding the customer or the event was not provided. Pump is being replaced.

Manufacturer narrative:
H6.